Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implant procedure the right atrial (ra) lead and the right ventricular (rv) lead exhibited noise. The implantable pulse generator (ipg) exhibited a sensing issue. The ra lead was attempted not used and replaced. The rv lead and the ipg remain in use. No patient complications have been reported as a result of this event.